Event description:
Patient¿s father stated his son has fallen out of chair 3 times. Mostly because of brakes also because the original front riggings have been removed as they need to be repaired. They will not lock into the frame the right is more worn than the left. Patient fell in the kitchen, was stranded but not injured.